Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was failure of the latch lock sensors. The latch lock sensors was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a pump was not detecting the cassette. The investigation confirmed the customer¿s complaint, and the latch lock sensors had failed. This issue was determined to be reportable. The event happened during testing.